Event description:
It was reported that the patient was seen in the emergency room after receiving multiple inappropriate shocks due to t-wave oversensing. Declining r-wave measurements were also noted. The lead was explanted and replaced. No further patient complications were reported as a result of this event. It was further stated by the patient's daughter that "you almost killed my [parent]" and that the device was reading the patient "was having a heart attack" and as a result of multiple shocks the patient's heart is "working at 20%."

Event description:
It was reported that the patient was seen in the emergency room after receiving multiple inappropriate shocks due to t-wave oversensing. Declining r-wave measurements were also noted. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.